Event description:
The user facility reported that during a diagnostic gastroscopy, the users noted a gastric laceration as the gastroscope was reinserted into the pt for dilatation. The users reported to have utilized three non-olympus clips to correct the wound. The procedure was reportedly completed with the use of the same device, and the pt did not require hospitalization.

Manufacturer narrative:
Olympus followed up with the user facility regarding the reported event. The users reported to have obtained a tissue biopsy with a non-olympus forceps prior to the reported event. The users also reported to have noted no irregularities with the device prior to and after use. The gastroscope used in this event was returned to olympus for evaluation. The evaluation found the air/water nozzle to be sharp due to physical damage. There were severe tear marks in the instrument channel wall, and the bending section cover glue was noted to be cracked, but not sharp. The cause of the pt's outcome cannot be conclusively determined. However, the sharp edge on the distal end of the device cannot be ruled out as a contributory factor. The device was serviced and returned to the user facility. As part of the follow-up to this report, an olympus endoscopy support specialist (ess) has been dispatched to visit the user facility to provide in-service training on the appropriate reprocessing, handling, and inspection procedures on the device. This report is being submitted as a medical device report in an abundance of caution.